Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was over 700 mg/dl at time of incident. Their current blood glucose level was 258 mg/dl. The customer was treated with manual injection. The customer had two no delivery alarms and changed site and still had no delivery in the morning. Troubleshooting was performed. Customer states the insulin exited during the priming. They performed the manual prime again, and insulin exited but then alarmed a no delivery. The customer was advised to change the entire infusion and return set for analysis. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.